Event description:
The advocate stated the customer received blood glucose readings using the contour ts strips in the contour meter. Normally, the meter indicates when an incorrect test strip is used. Specific readings were not provided. The customer is expected to return her strips for evaluation. New meter and strips were sent to her.

Manufacturer narrative:
Initial reporter address and phone were not provided.